Manufacturer narrative:
Patient information has been requested. No system checkout has been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery. It was reported that the site was having issues verifying their instruments. The instruments that they could verify had issues tracking. Navigation was aborted. It is unknown if there was a delay to the procedure or if there was any impact to the patient. Additional information was received from the site that after the event occurred, they were able to verify instruments without an issue.